Event description:
This lead was implanted on (B)(6)1995 and capped on (B)(6)2011 due to noise. The procedure took place at (B)(6)hospital with dr.(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).